Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a turbohawk plus and two evercross balloons to treat a plaque lesion in the left mid superficial femoral artery. Embolic protection was not used. Vessel was not pre-dilated. Device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. IFU was followed without issue. The first evercross balloon was used. Severe resistance was encountered when advancing the device. Excessive force was not used. IFU was followed without issue. There was tracking difficulty during initial advancement and the balloon got stuck on a wire. A second evercross balloon was used. Severe resistance was also encountered when advancing the device. Excessive force was not used. IFU was followed without issue. It is reported the second balloon also got stuck on wire. The procedure was completed using another evercross 4x150x135. It is reported that during the procedure tecothane jacket tear/cut/puncture of the turbohawk plus occurred. The device was safely removed from patient and a new turbohawk plus was used. No intervention required for either of the 3 devices. No patient injury reported.